Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on 08/22/2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . It was reported that the patient does not remember exact numbers, but remembers the discrepancy was over 100 when his fingerstick was below 80. Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing, a pairing test and a voltage test was performed and all tests passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event of inaccuracies was not confirmed. A root cause could not be determined.